Event description:
The customer reported failing ECG reading and being unable to obtain 12-lead post rosc. No waveforms are present and blank precordial lead field. The patient was witnessed with cardiac arrest presuming respiratory etiology. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that it failed ECG reading, unable to obtain 12-lead."post rosc unable to obtain 12-lead. No wave forms present and blank precordial lead field." The unit has been tested the logs have been evaluated and all functions with the ECG and otherwise are working correctly. No parts are required. Calibration only is needed for nbp, co2 and touch screen. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.